Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered multiple shocks and triggered a lead integrity alert (lia). It was indicated that all episodes correlated with the time of a surgical procedure, and it was confirmed by the nurse that a magnet was not used during the procedure due to patient positioning. The ICD remains in use. No further patient complications have been reported as a result of this event.